Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the dovetail was loose. Additional information received states there was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative tightened the screws on the dovetail and secured the screws. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the loose dovetail is likely attributed to customer use/handling, however, this is unable to be determined conclusively with the information obtained for this investigation. The manufacturer internal reference number is: (B)(4).